Event description:
It was reported to boston scientific corporation that a wallflex biliary plus rx fully covered stent had been implanted in the bile duct to treat a benign stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient anatomy was not tortuous at the time of stent placement. On (B)(6) 2026, the patient presented with elevated bilirubin levels. A subsequent ercp procedure revealed that the previously implanted stent had migrated out of the bile duct. The migrated stent was removed using rattooth forceps. A non-boston scientific stent was then placed to complete the procedure. No patient complications were reported as a result of this event. The patient condition was described as fully recovered at the conclusion of the procedure.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of rat tooth forceps to remove the migrated stent. Block h11: investigation results: boston scientific corporation could not confirm the reported event of stent migration. The device was not returned; therefore, product analysis could not be performed. The reported stent migration was known and documented in the labeling and documented in the labeling and all reasonable steps have been taken. Device history records review: a review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent migration is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the event of "stent migration" and "additional device required" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "known inherent risk of device".